Manufacturer narrative:
The complaint device was returned for evaluation. The mfg history record, shipping records and mfg inspection data were reviewed, and no anomalies were found. The test strips used with the suspect device were not returned, and the lot info was not available. However, a sensitivity test control chart was used. No anomalies were detected during the evaluation. The complaint description was not confirmed. A root cause for this complaint is undeterminable, since no issues were found during the analysis of the device.

Event description:
It was reported to arkray factory in 2008, that a glucocard x-meter was used by a pt to measure his/her blood sugar. As a result of the reading, the pt took insulin. Afterwards, the pt fell into a coma (hypoglycemic state). No further info is available regarding this event.